Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation connector u204 on the distribution node pca was internally shorted, causing the communication failure. The root cause for the damaged u204 connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to communicate with a monitor.